Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The reported device was only used for image guidance (axis only measurement). Based on review, pre-operative data was from another biometry device and was used for initial intraocular lens (iol) implantation. The issue was due to the other biometer device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported incorrect keratometry readings were provided by the device which led to incorrect intraocular lens power being implanted. The patient complained of blurred vision. The intraocular lens was explanted. Additional information has been requested.